Event description:
Nurse called to get assistance with the device. During training by phone, it was discovered that one of the devices calibration was reading high out of range. The device was replaced and the defective one returned for investigation.